Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They troubleshot the system. They performed a gain calibrations 5 times. The image artifact went away. They the performed a system checkout and took a couple more test shots to confirm. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: -, ubd: , UDI#: this regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that there was a large white artifact on 3d imaging. And was unsure if this was also present on 2d images. Additional information stating that "the procedure being performed when the event occurred was a posterior cervical fusion. The patient outcome was unimpacted by the event. The event caused about a 15-minute delay in the case while they switched to a different imaging system and performed another scan. The issue occurred intra-op."